Event description:
Patient supine receiving interferrential electrical stimulation to low l.s. And upper t.s. With 11 ma 7 sec sweep and amp mod for 15 min. Used with moist heat. Pt. Noted a burn 1/2" x 1" on upper trap. Blistered red ulceration. Device involved mettler system 220 stimulator and unipatch, inc. Electrodes cat #627 2" round.